Manufacturer narrative:
Per the user guide: avoid submerging your pump in fluid beyond a depth of 3 feet or for more than 30 minutes (ipx7 rating). If your pump has been exposed to fluid beyond these limits, check for any signs of fluid ingress.

Event description:
It was reported that the customer inadvertently dropped the pump into the pool. In addition, cartridge change errors occurred with multiple cartridges during the load sequence. Customer¿s blood glucose level was 176 mg/dl. Reportedly, the customer reverted to manual injections and has an alternate pump available for insulin therapy.